Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer number: 1627487-2022-05044. It was reported the patient experienced ineffective therapy. In addition it was confirmed that both leads have migrated. Surgery may occur later.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.